Event description:
Report received from (B)(6) stating "difficult to enter with 1.8 incision. Had to open a new pack just to use the sleeve. No pt impact."

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. The product was not saved for eval.